Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mhh809 batch number, and no non-conformances were identified. It was received for analysis an opened box with twenty-nine unopened samples of product code 8870, lot mhh809. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: what do you mean by "the suture brakes from the needle on this lot" ? Please provide specific quality issue noticed with the suture-needle device? The sutures separates from the needle any time the surgeons tried to pull the needle out of the skin. Did the suture break into 2 pieces very close to the swage location? Or ----did the whole suture thread pull off /separate/detach from the whole needle ? Second option when was the reported issue noticed ? Pre-op-before use on patient? Or intra-op-during use on patient while suturing? Second option confirm the total qty of devices actually involved and noticed with reported issue ? 7 sutures were used, 29 are remaining in the box. All the devices where used on the same procedure and had the same issue

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture separated from the needle when the surgeon tried to pull the needle out of the skin during the procedure. There were no adverse consequences to the patient.